Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the coupling tool side seized, jammed, was running rough and moving heavy. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The product code is unknown. Therefore, the brand name, common device name, catalog number and 510k classification are unknown. The manufacturing location was unknown. The serial number device is unknown; therefore, the manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) surgical procedure of the talus, it was discovered that the drill attachment device jammed open and came apart. There was a five minute delay to the surgical procedure. A spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Upon further review of this complaint, it was determined that the reporter was made aware of the quick coupling device on apr 15, 2016. Therefore, the date received by manufacturer has been updated from may 3, 2016 to apr 15, 2016. Additional narrative: during subsequent follow-up with the reporter on apr 21, 2016, additional information was obtained. The reporter clarified that the battery hand piece device was also used together with the drill attachment device and the quick coupling device when the event occurred. Therefore, the battery hand piece device has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering has been updated to ¿report 1 of 3 for the same event.¿ if information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the drill attachment device was in use with the quick coupling device when the event occurred. Therefore, the quick coupling device has been included in this event and added in the concomitant medical products section. Furthermore, the event numbering has been updated to ¿report 1 of 2 for the same event¿. The product information was not provided by the reporter in the initial report. Therefore, all of the product information was unknown. The product has been identified as the screw attachment device (05.001.214) with a serial number of (B)(4). The device information has been updated accordingly. The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as nov 11, 2014. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.